Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing, this report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported to ansm during a colonoscopy for removal of a pedunculated polyp, using a single use ligating device, the guide wire in the handle bent in two places when releasing the device. Release was impossible. The user attempted to straighten it but it broke. The handle was then dismantled. A part of the sheath was unrolled to be able to advance the hook and release the device. This led to a 20 minute prolongation of the procedure/anesthesia. No further consequences to the patient were reported. Additional information has been requested from the customer, at this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, it is likely that the slider was operated repeatedly causing increased resistance and difficulty. This might have caused the operating pipe to bend. Based on a similar investigation in the past, it was confirmed that the bending of the operating pipe was replicated by the following: 1. The coil sheath was bent at approximately 2-3 cm from distal end of the handle. 2. In the state of ¿1¿, the slider was pushed/pulled repeatedly. 3. The operating pipe was bent due to sliding resistance increasing. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ olympus will continue to monitor field performance for this device.